Manufacturer narrative:
H11: twelve (12) samples were received for evaluation. A visual inspection with the naked eye noted an incomplete weld between the sheeting and the molded cassette on all 12 samples. The defective weld caused the sheeting to separate from the cassette indicating an under weld or weak weld.the reported condition was verified.the cause of the condition was determined to be manufacturing related during the sonic welding process indicating the energy director was not fully melted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) homechoice cassettes were damaged (tear in cassette sheeting). This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.